Manufacturer narrative:
The subject maj-814 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject maj-814 to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The maj-814 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user attached the patient plate (electrode plate) on the right buttock of the patient in the endoscopic procedure of using high frequency current. During the procedure, the patient felt a sense of numbness. There was no problem that attachment of the patient plate on the patient's body, and connection of the patient plate and the subject maj-814. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Omsc evaluated the subject maj-814 and found that the foreign material was adhered at the connector of the subject maj-814. However, the exact cause of the reported event could not be conclusively determined. According to the literature, it is known as common complication of high-frequency procedure that a patient feels pain, especially at the following situation. During high-frequency procedure, dc pulse current was occurred by the rectifying action at the time of spark generation. Or, the patient's body touched the operating table, and the high frequency current from the electrosurgical knife was diverted to the contact point. There are adhesion near the treatment site. Therefore, there is possibility of this phenomenon is attributed to the common complication. Olympus stated the appropriate handling of the maj-814 and the counter-measures against the irregularity in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented.